Manufacturer narrative:
The reported issue that the device was failing the closed knob test could not be confirmed; product or device logs were returned for investigation. The device service history indicated the device was previously returned for this issue in february of 2020 with the front case replaced; however it could not be determined if this failure returned or if this was a duplicate reporting. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe pump is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the module failed the closed knob test and was sent to bd to be repaired. Per customer, no further information will be provided.